Manufacturer narrative:
Arjohuntleigh has received a customer complaint where it was indicated that at the time of positioning the patient onto a wheelchair using minstrel standing hoist, the lift tilted sideways. The caregiver was able to catch the device to avoid lost its stability. No impact or consequence to patient or caregiver was reported. No medical intervention was needed. The device was inspected by arjohuntleigh representative. The involved minstrel lift was up to the manufacturer specification at the time of the incident. It is worth noting that the this device has been designed, produced and certified to meet the requirements of the iso 10535 stability test. It has been proven that even on a tilting slope, the minstrel does not become unstable. In the light of provided information, the caregivers wanted to sit the resident into the wheelchair with using the minstrel passive floor lift, when one of the wheels of the minstrel was stuck between the two wheels of the wheelchair. Based on information provided, the hanger bar was not positioned over the center of the wheelchair, so the caregiver had decided to pull the patient into place by pulling the sling. It resulted in the lift destabilized in the direction that was pulled. This constitutes a use error: not placing the lift as described in the instructions for use (IFU), not avoiding the use of the body of the patient as leverage. The IFU (mmx15030 rev. 13) provides safety instructions and warnings regarding maneuvering the lift with a patient on it: "the hoist's chassis legs can be opened or closed as required to avoid obstructions such as chair legs and so forth." "When returning to a chair, make sure the lift legs are positioned around the legs/wheels of the chair. To position the resident over the chair, use the lift handles, do not pull the sling. The resident suspended in sling should always remain in the center of gravity. Use the hand control to lower the resident." The possible sequences of events presented above seems to be the most probable and to be in line with the event description. Our evaluation appears to suggest a use error having occurred. In the labelling there is a particular attention to the responsibility of the device owner to make sure that the device users are trained and knowledgeable of the contents of the labelling and correct lifting procedures. When the IFU would have been followed the event would have been avoided. The post incident re-training will be recommended to the involved caregiver staff. When reviewing similar reportable events, we have found a limited number of cases that may relate to the issue investigated here: minstrel lift tilted sideways during the resident transfer. We have been able to establish that compared to the amount of sold devices and in comparison to their daily use the occurrence rate of reportable complaints with this failure is relatively low. To sum up, the device was being used at the time of the event and played a role due to a use error - causing the device to not perform to the specification. The device was up to the manufacturer specification at the time of the incident. The complaint decided to be reportable in abundance of caution, based on the potential of patient injury if the incident would to recur.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information. Arjohuntleigh will be trying to obtain additional information relating the new fact revealed by the facility. We will provide a follow-up report based on details we will receive.

Event description:
Arjohuntleigh has received a customer complaint where it was indicated that minstrel standing hoist, tilted sideways. Following the information reported ""the device has tilted back but was catched at the very last moment." No impact or consequence to patient. No medical intervention was needed.